Event description:
It was reported that the patient contacted support after being advised by a clinician to perform a factory reset of the ilet and to arrange clinical follow-up due to episodes of going low before eating, and a training session was scheduled with clinical follow-up coordination initiated. Symptoms included hypoglycemia before meals as reported by the patient. Outcomes included no hospitalization, no alerts or alarms, and troubleshooting and education completed with a factory reset and setup guidance. Investigation included technical support review, user education, and device reset procedures. Investigation of this case revealed no device alarms or confirmed malfunctions, and the cause of the reported hypoglycemia remained unclear in relation to device performance. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.